Manufacturer narrative:
Corrected information has been provided. The following changes have been made below. B.5. Describe event or problem: it was reported when using the bd vacutainer® acd-a 1.5 ml blood collection tube there was discolored/abnormal additive form. The additive issue affected 2000 tubes. The following information was provided by the initial reporter. The customer stated: "acda tubes additive color changes to yellow before the expiration date. Also the sample plasma is blur after the centrifugation." H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. A slightly yellow color to the additive in the bd vacutainer acd tube is normal. One of the photos attached was blurry and indicated a processed sample. No conclusions can be made from the blurry photo. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® acd-a 1.5 ml blood collection tube there was discolored/abnormal additive form. The additive issue affected 2000 tubes. The following information was provided by the initial reporter. The customer stated: "acda tubes additive color changes to yellow before the expiration date. Also the sample plasma is blur after the centrifugation."

Manufacturer narrative:
H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® acd-a 1.5 ml blood collection tube there was discolored/abnormal additive form and clotting/micro clots/fibrin clots. The additive issue affected 2000 tubes. The fibrin issue affected 1 tube. The following information was provided by the initial reporter. The customer stated: "acda tubes additive color changes to yellow before the expiration date. Also the sample plasma is blur after the centrifugation."